Manufacturer narrative:
The device is not required for return to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2017, reporting the patient¿s blood glucose that day was above 600 mg/dl. During troubleshooting, it was determined a temporary basal rate was set by the patient that day. The pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was determined by animas customer technical support that the temporary basal rate was much lower than normal basal programming. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. The pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. A device malfunction was not revealed during troubleshooting. The patient was referred to a healthcare provider for diabetes management during the call. This complaint is being reported because the serious injury was attributed to a device use-error.